Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the faradrive steerable sheath was selected for use during an atrial fibrillation ablation procedure. During the procedure, after washing the introducer and verifying the seal, bubbles were observed coming from the catheter during insertion of the farawave catheter. The catheter was removed and re-aspirated, and the seal appeared intact. However, upon reinsertion, the bubbles reappeared. The procedure was successfully completed using replacement device. No patient complications were reported. The product will be returned for analysis.

Event description:
It was reported that the faradrive steerable sheath was selected for use during an atrial fibrillation ablation procedure. During the procedure, after washing the introducer and verifying the seal, bubbles were observed coming from the catheter during insertion of the farawave catheter. The catheter was removed and re-aspirated, and the seal appeared intact. However, upon reinsertion, the bubbles reappeared. The procedure was successfully completed using replacement device. No patient complications were reported. The product will be returned for analysis.

Manufacturer narrative:
The referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified tears in both the inner and outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valves.